Event description:
Received a maude event report on october 7, 2009; it was stated that the oligon catheter was being inserted into the left internal jugular via ultrasound; guidewire was introduced without difficulty, dilated and line placed over the wire. Wire was unable to be removed, and shredded when attempt was made to pull it out. Surgical intervention required to remove retained foreign body. Model number was provided xa3820hcdcnl; tracked model number in customer service database to hospital, the nl on the back of the model number represents no lidocaine. There was no other hospital information supplied on the maude report. Verified with regulatory submission the base model no. Xa3820hk. Follow up could not be initiated, due to the fact that there was no hospital information provided on the maude event form.

Manufacturer narrative:
There is no customer information on the maude event report, and unable to follow up with customer to get the device back for evaluation.